Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented in clinic for routine follow post implant, intermittent loss of capture was observed during deep breathing. Auto capture testing was recommended and lost of capture was observed again. Physician elected to monitor the patient. Device remains implanted. Patient was stable and will continue to be monitored. No further information available at this time.